Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure. According to the complainant, when they tried to open the clip, it detached from the sheath. They were able to use another resolution clip device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned device was evaluated. The clip assembly was located inside the over sheath. The over sheath was pulled back to expose the clip assembly. The clip assembly was then actuated several times and deployed, as per design; two distinctive clicks were heard. A root cause could not be determined. The device functioned as designed and had no visual deformities. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure. According to the complainant, when they tried to open the clip, it detached from the sheath. They were able to use another resolution clip device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(6). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)